Event description:
The following was reported to hamilton medical ag: show alarms loss of external power and ventilator not charging. No patient consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).